Manufacturer narrative:
See MFR: 3012307300-2018-00279, 3012307300-2018-00280, 3012307300-2018-00281, 3012307300-2018-00283.

Event description:
It was reported that the explanting doctor noticed holes in the catheter of a deltec® port-a-cath®ii power p.a.c. Implantable access system. Issues with the catheter had to be explanted when one patient complained of pain. There was no patient injury associated with this occurrence.

Manufacturer narrative:
One used deltec® port-a-cath®ii power p.a.c. Implantable access system with a length of attached catheter and an unattached length was received for investigation. A visual inspection was performed and found that the distal end of the attached catheter and the proximal end of the unattached catheter to have smooth ends and matched up when compared together, consistent with having been cut by a sharp instrument (most likely during explant). The 8.5 inch of catheter was found to have no holes or abnormalities. The attached one inch catheter was found to have a longitudinal spilt where it coincides with the maximum diameter of the outlet tube. The split may be consistent with the catheter having been bent (flexed) for an extended period of time. No root cause could be determined.